Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and as doing well postoperatively. The explanted ipg was not return as it was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago the date the manufacturer became aware of the event.